Manufacturer narrative:
Manufacturer's investigation conclusion: the reported complaint was not verified nor duplicated during the investigation. The returned centrimag motor (sn (B)(6) was evaluated and tested by the service depot under work order # (B)(4). The returned motor was tested with a test console because the console associated with this event was not received for evaluation. No grinding noise or any unusual sounds were observed. The motor always performed as intended without any alarms or flow issues at any point. Additional testing of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
Premarket identification: in the previous report the date received by the manufacturer was inadvertently reported incorrectly. The correct date was (B)(6) 2019 . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2018, it was reported a centrimag motor made an audible grinding noise. The perfusionist swapped out the motor without incident. After swapping the motor, the issue was considered resolved. No further information was reported.